Event description:
It was reported that the patient had been hit with a volleyball in the chest. The pulse generator exhibited -invalid diagnostic data- message. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomalies were noted.